Manufacturer narrative:
The customer did not measure the mother's heart rate with a continuous measurement (spo2 or mecg), so the cross channel verification (ccv) algorithm could not generate warnings. The labeling (IFU) is clear that the user should confirm the fetal live with an independent means before using the fetal monitor. The device was tested afterwards and no malfunction was found. Philips has not determined if failing to use any ccv or verification of fetal life prevented some therapy that might have changed the outcome. Philips is in the process of obtaining additional info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the ctg was giving a fetal rate reading of 160 bpm, but yet, the baby was stillborn after an emergency c-section was performed.